Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, the ring cover and both bail covers were missing, one case screw was missing, the ring and both bails were missing, and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator was in need of calibration. The generator was returned for service. No patient complications have been reported as a result of this event.